Event description:
Info gained during depositions taken during a lawsuit indicate that a 79 year old, diabetic male, was being stented in the "lcx" after percutaneous transluminal coronary angioplasty procedure. Physician stated balloon inflated to 8 atm's. Held at 8 atm's for 90 seconds. Attempted to deflate using scimed intelliflator. Balloon would not deflate. Intelliflator removed. A 20cc and 60cc syringe were used to pull negative pressure unsuccessfully. Pt went into cardiac arrest. Dr pulled out guide catheter and all devices from pt. Pt was taken to surgery for CABG. Pt expired the following day.